Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 19-apr-2013, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "aux drw 3 open/close sensor" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) verified the issue and confirmed that auxiliary half height drawer 6.2 randomly opened, upon inspection it was found that the retractor band was severely damaged due to misaligned rails impacting the cable, the retractor band (122275-01) and right rail (107716-02) were replaced, the unit was rebooted and firmware updates were performed, testing was completed using hta and inventory was conducted by the customer with no issues observed. During dchu visual inspection: pn 122275-01: the unit received evidence of physical damage with a cut on the ribbon cable, showing exposed copper strands that exhibited thermal damage during dchu testing: pn 122275-01: no further testing was performed due to thermal damage identified on the cut ribbon cable, with exposed copper strands of the assy harness retractor band cubie. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint that "aux drw 3 open/close sensor" was due to the damaged assy harness retractor band cubie (pn 122275-01) which had signs of exposed copper strands which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer kept open and required rails. As per part investigation, it was determined that there was thermal damage observed on the assy harness retractor band cubie. There were no adverse events or injuries reported based on this event.